Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that air bubbles were noted prior to use. A left atrial appendage closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system was selected for use. During preparation, the physician noticed several bubbles although everything had been tightened. All the connections were tightened and it eventually stopped. He opted to use the device. The procedure went well, the device was successfully implanted. There were no patient complications reported and the patient status was fine.